Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced non-capture, oversensing, double counting of r-waves, and undersensing of ventricular tachycardia (vt) episodes resulting from a lead dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.